Event description:
Additional information was received from the patient. They reported that the cause of the therapy being off was due to their discontinued use of therapy because it was not effective for them. They did not continue to charge the battery. No steps were taken to resolve the issue and no further action would be taken. The cause of not being able to set the therapy into MRI mode was due to no use over extended period of time of communicating device and age of device. Replacing the communicator resolves this issue.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that they are having an MRI and they need to put their ins into an MRI mode. Patient said they are having problem to set their therapy into MRI mode. Patient also mentioned that their therapy is off and asks how to turn it on. Agent reviewed MRI mode and how to turn therapy on. Patient said they don't have the communicator only the handset and the recharger but later on found the communicator. Patient said on the call that the communicator is not even turning on. Agent advised to charge the communicator first and callback. Agent also sent MRI instruction guidelines to their email. Patient added they had an MRI last year and charged the communicator sometimes in (B)(6) 2025.